Event description:
The customer stated that over a two-week period, control values generated on two different cell-dyn ruby analyzers in the lab shifted down but still within specifications. At the mean time, samples from one patient with renal deficiency generated the following hemoglobin results on different dates: "date, hgb (sn 34896bg), hgb (sn 34897bg); 22 aug, 12.0 g/dl, na; 23 aug, 10.1, na; 25 aug, 9.2, na; 27 aug, 8.4, na; 28 aug, 8.9 (9 am draw), 7.9 (5 am draw); 29 aug, 8.3 (5 am draw), na; 30 aug, na, 7.9 (5 am draw); 31 aug, 8.1 (5 am draw), na." No transfusion was performed for this patient since the repeat results were more than 8.0 g/dl. The customer performed a precision run which met specifications. A service call was initiated since the cause of the downward control trend could not be identified. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation method: -review of complaint tracking and trending. An investigation was conducted to evaluate this issue. The data received from the customer indicated that the instrument was recently calibrated with a new calibrator. The data also showed a decline in the hgb controls started on (B)(6) 2010 for all levels of quality controls. Trouble shooting revealed that normal-level controls ran on (B)(6) 2010 with control vials opened on (B)(6) 2010. The customer was instructed to discard the normal-level controls since they have been opened for eight days and run quality controls with new vials. A review of complaint tracking and trending metrics was performed and did not identify issues in conjunction with this issue. Based on the investigation results, no malfunction or product deficiency were identified related to this issue or instrument and the issue is maintenance related. The cell-dyn ruby system operators manual contains information to address this issue.